Event description:
The customer obtained several higher than expected free t4 (frt4) results above the normal reference range for one patient generated on access2 analyzer. The patient had a normal tsh results in conjunction with the elevated frt4 results obtained. The result was not reported out of the laboratory; hence, no death, injury, or impact to patient treatment was impacted by this event. The sample was repeated on an alternate methodology which produced lower results within the normal reference range. Sample information was not provided by the customer. - customer advocate (ca) reviewed both levels of the customer supplied frt4 qc information dated from (B)(6) 2011 through (B)(6) 2012. All qc values were within 1-2 sd of the customer's established means prior to the event. However, only 2 qc results were supplied for each level of frt4 qc during the timeframe provided. - ca also reviewed the customer supplied frt4 calibration curve from (B)(6) 2011. The curve was accepted as passing and had acceptable %cvs. Note: this calibration curve expired on (B)(6) 2012 and there is no indication that the assay has been re-calibrated since. - the customer also supplied a routine system check performed on (B)(6) 2012 which passed within the instrument's specifications. No other system check information has been supplied to date. Service was not dispatched for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample was submitted to customer product line service (cpls). This report is associated with MDR 2122870-2012-00900, MDR 2122870-2012-00901, MDR 2122870-2012-00902, MDR 2122870-2012-00903. Other text: service not dispatched.